Event description:
Device 3 of 3. Reference MFR report: 1627487-2014-02741, 1627487-2014-02742. It was reported the patient is not receiving effective stimulation from her scs system. Reprogramming was unsuccessful in regaining stimulation coverage of all the patient's pain area. A system diagnostics showed high impedances and auto-reducing when the amplitudes is increased. X-rays taken indicate a possible disconnection of the patient's scs extension at the ipg header. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.